Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have cannula recognition failures leading to error 1162 and 1105. The unit was installed onto a working system where the component functioned as expected. The unit was then installed onto a test platform where all relevant testing was passed within specification. The axes controller spar cannula (acsc) printed circuit assembly (pca), acsc flat flex cable (ffc) and cannula mount were inspected and no faults could be identified. The complaint was confirmed based on investigation results.

Event description:
It was reported that during a training/demo of the da vinci system, the patient side cart (psc) had error 1162 on a universal surgical manipulator (usm). There was no report of patient involvement.